Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles in his reservoir. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the air bubbles anomaly. The customer stated that the insulin pump was not rewound with a reservoir in place. The insulin was not stored at room temperature, and the customer was advised to allow the insulin to reach room temperature before us as cold insulin can cause air bubbles in the reservoir. No products were returned or replaced.